Event description:
It was reported that the pump does not hold a charge. No delays reported and back-up device was available. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. The visual evaluation found no defects. The functional evaluation confirmed the device cannot operate on ac or power battery power and cannot recharge the battery, establishing a relationship with the event reported. The root cause has been identified as a depleted battery and the circuit board is defective. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, the battery cannot re-charge when it has reached its life expectancy. A review of manufacturing records for the reported serial number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported events has been reviewed revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.